Manufacturer narrative:
The patient's co-worker reported the patient received an initial lumiradx sars-cov-2 ag test which was performed on (B)(6) 2021. The co-worker then reported that confirmatory testing was performed via polymerase chain reaction (pcr), which produced a negative result. No additional data was provided regarding this event. Patient identifying data and lot number were not provided, therefore, this event cannot be linked to specific testing data provided by the customer. The customer reported the following process for testing on the lumiradx platform: "customer has patient self-collect 20 seconds in each nostril with same swab. One patient at a time. Customer reported loading test strip into device while patient swabs second nostril. Customer has patient place swab immediately after collection into extraction vial and nurse finishes test on lumiradx platform." The customer reported their cleaning practices to be "wipe with sani-cloth bleach wipes following positive tests", and further reported that gloves are changed after each sample. No symptoms were reported on this patient. Therefore, review of product risk assessment - sars-cov-2 ag assay revision 7, resulted in severity of minor, as follows: asymptomatic patients could experience secondary harm of unnecessary self-isolation and possible stress/anxiety. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported discordant result. Trending data for discordant results could not be determined, as the lot number was not provided. Lumiradx sars-cov-2 ag test product insert claims a specificity of 96.6% with a reference rt-pcr assay and it is accepted that up to 3.4% of test strips may generate a discordant false positive result. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: no further investigation is considered necessary at this time. Because the lot number could not be obtained a trending evaluation could not be performed for this event. However, qc testing is performed on all lots of this product at the time of manufacturing and only lots that meet specifications are released for distribution. Reports of discordant results for this lot will continue to be trended and reviewed, with action taken as appropriate in response to any adverse trends or events including a follow-up report.

Event description:
This is report 2 of 6 for this facility and aware date. The patient's co-worker reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient.